Manufacturer narrative:
(B)(4).

Event description:
The customer received analyzer alarms and had issues with multiple assays. A questionable troponin I stat result was received for one patient sample. The initial result was 0.4 ng/ml and the repeat result was less than 0.3 ng/ml. The original result was believed to be correct. It was unknown if the erroneous result was reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 17978401 with an expiration date of 12/31/2015. The customer was instructed to perform liquid flow cleaning (lfc) and measuring cell preparations. The customer refused a service visit and stated the troubleshooting resolved the issue. The customer also noted they had instrument issues with a bent probe, but the field service representative had been in to correct the issue.

Manufacturer narrative:
It was determined the customer was using a too short centrifugation time compared to the manufacturer's recommendations. This may have caused insoluble materials in the sample to be aspirated and could lead to contamination or blockages of the sipper flow path. Consequently, this would affect the signal generation and cause erroneous results. No further issues were reported after correction of the centrifugation settings. No issue caused by the analyzer could be found.